Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with intervertebral disc herniation and underwent decompression internal fixation of l5-s1. During the surgery, screw was bent to the proximal end of the screwdriver and was broken. It could not be removed in the tip of screw, which caused the screw to be scrapped. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual functional the threads of the mas screw are damaged. While it is still possible for the head to accept and undamaged break off screw. The thread engagement looks and feels different from an undamaged screw. The damage is likely the result of misalignment between the set screw and the mas screw head. If information is provided in the future, a supplemental report will be issued.